Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was requested, and the following was obtained: was there any patient consequence as a result of the procedure being prolonged? None other than the patient being under anaesthetic for longer than planned. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that the cdh 29mm used. The stapler fired, cut but didn¿t staple the two ends together. There were no staples loose in the abdomen, and no staples on the ends of the bowel. A second stapler was opened and there were no issues with this one, however they did have to dissect more bowel in order to inserted the anvil. The procedure was prolonged by an hour.